Event description:
It was reported an external fluid leak was observed in the effluent bag of a prismaflex m150 set. The event occurred approximately two to three hours into hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic and video samples, a leak was observed from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause of the leak was likely due to unintended reuse of the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.